Event description:
It was reported to resmed that the s9 vpap s device caught fire.

Manufacturer narrative:
The unit was recently returned to resmed corp located in (B)(4). A preliminary evaluation was performed which confirmed heat damage to the device. The device is currently being returned to the manufacturer, resmed ltd in (B)(6) for a complete failure investigation. Resmed will provide a follow-up report once the root cause investigation has been completed. There was no report of patient injury reported for this incident.